Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse, reset the image processing computer, and reloaded software. System operates as intended.

Event description:
The customer reported that the system had a power problem, with a blown fuse, and that software was corrupt. No patient injury was reported.